Event description:
It was reported that two x-tip drills separated in the gingival tissue during use. The dr was able to retrieve both of the separated pieces.

Manufacturer narrative:
Though no intervention was performed in this event. There have been previously reported events resulting in an injury necessitating medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Units from three different lot #s were returned; 080305001, 081506001, 041006001. Of the returned pieces, two drills were found to have separated in the same area, leaving approx 1.5 mm extending from the driver. Unused units were also visually inspected and evaluated for separation resistance; no visual defects were noted and the samples passed the resistance testing. Please note that the rptr did not know which lot # was involved in the event. Please note that the two separated files returned are associated with this event.